Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. The devices were detached and it was noticed that the handshake connections were not attached. The handshake connection of the burr catheter was received inside the housing and won¿t retract. The housing was dismantled and the handshake connection was found to be stuck inside the housing kinked. The coil was also kinked next to the handshake connection. The annulus was damaged, not rounded. The damage is consistent was damage due to interaction with the rotawire. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises or leaks, as the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07807 and 2134265-2017-08610. It was reported that the rotational speed did not decrease. The 99% target lesion was located in a moderately tortuous and severely calcified distal right coronary artery (rca). A percutaneous coronary intervention was performed for treatment of angina pectoris. During procedure, the rotational speed was set on the rotablator console at 180,000 rpm. A 1.25 mm rotalink¿ plus was initially used; however, it was noted that the rotational speed did not decrease. Subsequently, rotawire was exchanged with a support rotawire and the burr catheter was replaced with a 1.5 mm rotalink¿ plus. However, the rotational speed could not be controlled and rapidly increased from 180,000 rpm to 250,000 rpm. The patient's blood flow had not improved as ablation was not performed, thus the physician inserted an intra aortic balloon pump completing the procedure. There were no patient complications reported.